Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective roller pump tubing. The fse replaced the roller pump tubing to resolve the issue. Information not provided by customer. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion-selective electrode) results for five (5) patients. The erroneous results were not released out of the laboratory; hence, there was no change to patient treatment. There was no report of an adverse event associated with this event. The customer stated that quality control and calibration were outside the laboratory's established specifications after the event. The customer was unwilling to provide data.